Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized for another indication. The patient was treated with vancomycin injection (1g, every 5 days, intraperitoneal, discontinued) and amikacin injection (100mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient was not recovered from peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis. No additional information is available.